Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned in one piece measuring 12.5 cm. Visual inspection of the lead portion found outer insulation degradation exposing the outer coil adjacent to the connector boot at 4.5 cm to 4.9 cm from the connector pin and on the lead body within the device pocket at 7.5 cm to 7.8 cm from the connector pin. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.